Manufacturer narrative:
The device evaluation was completed on 03-feb-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap detached issue occurred. When the ablation catheter was withdrawn from the preface sheath, the very top cap of the hub of the sheath came off with the catheter. It did not break, however, it separated into the sheath and top of the hub. The hub become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. The patient hemodynamics were not compromised due to the bleeding and the approximate volume of blood that was lost was 10cc. The physician placed a wire in the sheath and removed the sheath, and the venous access site was closed (as planned for all afib ablation procedures with this physician) with a closure device. The case was completed without any further incident. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. It was sent to the device manufacturer for further investigation. Per visual analysis, the vessel dilator was received inserted into the cannula. The brim cap was observed separated from the hub and not returned inside the bag. Dents were observed on the rim of the hub that is in contact with the brim cap. The device history record (DHR) was reviewed for lot 18028294, and no internal actions were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Based on the DHR, the h 4. Device manufacture date has been updated. The complaint reported by the customer as ¿brim cap detached¿ was confirmed since brim cap was observed detached from the hub of the unit, but not returned for analysis. Nevertheless, dents were observed on the rim of the hub that is in contact with the brim cap. However, scanning electron microscope (sem) results showed that the hub¿s surface presented evidence of bulged material and scratch marks near the dents. This type of damage is commonly caused during the interaction of the hub material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed bulged material and scratch marks on the hub¿s surface could probably have led to the dented condition found on the hub of the unit. It seems the hub material was dented with a sharp object on the hub¿s rim in contact with the brim cap. However, the exact cause of the dents observed on hub could not be conclusively determined during the analysis. Neither product history record (phr) review nor the product evaluation results suggest that the failure reported is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 28-feb-2022, it was noted that brim cap detached is a more appropriate description of the event, instead of what was previously reported in the initial report, under b.5 event description, as hub detachment. There is no change to h6. Medical device problem code, and it remains as ¿detachment of device or device component (a0501)¿.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a hub detachment issue occurred. When the ablation catheter was withdrawn from the preface sheath, the very top cap of the hub of the sheath came off with the catheter. It did not break, however, it separated into the sheath and top of the hub. The hub become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. The patient hemodynamics were not compromised due to the bleeding and the approximate volume of blood that was lost was 10cc. The physician placed a wire in the sheath and removed the sheath, and the venous access site was closed (as planned for all afib ablation procedures with this physician) with a closure device. The case was completed without any further incident. There was no patient consequence.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)